Event description:
It was reported that the patient experienced frequent occlusion alarms. There was no reported impact to the customer¿s blood glucose level. The patient declined further assistance, so no corrective actions were documented.